Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 27 aug. 2024, a 10mm amplatzer septal occluder was selected for implant. During the procedure, while the device was being deployed, the occluder presented in a cobra deformation. The device was never detached from the delivery cable. The device was removed and tested outside the patient and showed bulging. A new 10mm amplatzer septal occluder was used to complete the procedure. There was no interaction with cardiac structures of kink noted in the delivery system. There was no delay in the procedure, adverse events, or hemodynamic instability. The patient is stable.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was selected for implant. During the procedure, while the device was being deployed, the occluder presented in a cobra deformation. The device was never detached from the delivery cable. The device was removed and tested outside the patient and showed bulging. A new 10mm amplatzer septal occluder was used to complete the procedure. There was no interaction with cardiac structures of kink noted in the delivery system. There was no delay in the procedure, adverse events, or hemodynamic instability. The patient is stable.

Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Image received appeared to show device deformed in cobra shape outside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received and without the device to analyze, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.